Event description:
The hcp reported the patient presented for pump refill. The estimated reservoir volume was 2ml and the actual reservoir volume was 20nl. This is the first refill, since the pump implant. The patient denies any return of symptoms and stated she had good pain relief. A dye was done and showed the catheter was disconnected from the pump. There had been no report of motor stall.